Event description:
A pt reported blood glucose results of 65 mg/dl and 95 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced. Awalk through blood glucose tests were performed and the pt obtained readings of 198 mg/dl and 89 mg/dl.